Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did exit and the device did not alarm. Advised customer the issue might be an occluded insertion site. Customer disconnected phone call and was unable to continue troubleshooting. Advised customer to replace reservoir and set. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).